Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The interconnect cable was reconnected. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system would not boot up. No pt injury was reported.